Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/17/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to remove all other bluetooth devices paired to their smart device, close all applications and reopen the g5 application, which was successful: patient stopped the session, restarted it, and went to warm up. No additional patient or event information is available.